Event description:
It was reported that pump experienced malfunction alarm labeled malf 9, with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, received guidance to reset pump using provided instructions, successfully cleared malfunction without recurrence, and was advised to continue using pump and call back if malfunction alarm appeared again, which customer acknowledged and understood.